Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose (sg) and blood glucose (bg) value. The customer reported no adverse event. The event involved product(s) mmt-7020lb. Troubleshooting was performed and the customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose (sg) value from the reported event was 130 mg/dl and the blood glucose (bg) value from the reported event was 360 mg/dl and the difference was not within the target range. No harm requiring medical intervention was reported. Mmt-7020lb was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. Following our receipt of the five returned used sensors. Performed a visual inspection to one random sensor. Inspected for physical damage visually (no microscope) and none was noted. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place sensor under microscope and found gold trace damage at the counter and working electrode also found delamination at counter electrode. See attached file for details. In summary, the customer complaint of change sensor/bad sensor alarm was confirmed. Found sensor electrode damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.